Event description:
Ous MDR - it was reported that 4 years after the implantation an unexpected battery depletion was noted. About 3 months before the patient underwent a surgical operation, only with magnet application. The device was not switched off and at least one shock was charged. The assumption is that there was an instant battery voltage drop due to magnet effect during the capacitors charge. A successful reset of the device was performed. The battery charge level was 64% after this procedure and the patient was discharged. The device was not returned. It remains implanted. No adverse patient side effects were reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The memory content of the device was inspected. The inspection of the device data before reset sequence revealed the battery status eos and 10 charging cycles were documented to the device memory. In the available iegms noise was observed in the right ventricular channel on (B)(6) 2015, leading to one charging cycle. This charging cycle was aborted by activation of the battery status eos. An evaluation of the device data after reset showed no indication for a device malfunction. Therefore, it is reasonable to assume that an unfavorable magnet application during the surgery may have contributed to the clinical observation. An unfavorable orientation as well as a short distance between the magnet and the device during a charging cycle may lead to such rare clinical events. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may appear only during a charging cycle, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This anomaly does not represent a battery or hybrid malfunction. This status is only achieved with the combination of an exact position of the magnet over the high voltage transformer, and the reduced distance from device to magnet during a charging cycle. In addition the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. There was no indication of a material or manufacturing problem.